Event description:
It was reported that during a stent placement, the tip of the stent broke off in the pt's bile duct. The tip was retrieved with forceps. The pt condition is reported as fine. Only the stent was returned for eval. The cath & tip were not returned. A 25cm piece of greenish blue tubing was threaded through the stent. As the tubing does not appear to be a part of the inner tubing where the tip was detached, it is not possible to obtain any evidence in terms of what may have caused the tip to break. A cause cannot be determined.